Manufacturer narrative:
Date of event: exact date unknown, event occured following the lead revision on (B)(6) 2021 based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a revision procedure (MFR: 3006630150-2021-02283 ) the paddle tail on left side would not connect with the new ipg after several attempts causing to provide only right sided stimulation. The patient underwent a revision procedure wherein a single percutaneous lead was added to capture left sided stimulation. The patient was doing well and reprogrammed postoperatively.